Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient (pt) who was implanted with an implantable neurostimulator (ins). The reason for the call was the caller was unable to connect to the implant. The caller stated on february 7th, the patient had a very intensive back surgery, and now their back was in consistent pain because they had to lay on their back for over a month. Pt stated the implant had to be powered off. The patient ended up having a lot of complications afterwards and was in the hospital from (B)(6) through now. The patient was in another rehab and they had constant back pain because they laid on their back for over a month. The implant had been deactivated ever since the surgery. The people at the rehab did not want to mess with it so they asked the rehab if they could bring it in to see if it would help the patient's pain. When they charged it up it said data loss, and it went all the way back to (B)(6) 2011. The caller was not able to place the recharger over the implant during the call. Th e agent reviewed how to recharge the implant. The caller would call back if they needed further assistance. The troubleshooting steps that were taken on the call resolved the issue.